Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that the device had failed to alarm for occlusion. It was reported that the roller clamp on the primary set was said to be engaged. It was further reported that the flow rate was higher than 30mls/hour and the pressure setting was set at 525 .this was reported to bd representatives during their site visit. There was no information on patient involvement.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the complaint that the device had failed to alarm for occlusion was confirm during testing. The pinch clamp of the extension set mp5301-c was engaged, and it was observed that fluid still passed even though it was engaged. The pinch clamp of the extension set did not work properly. Preventative maintenance (pm) testing were performed on the suspect pump module s/n (B)(6) and pump module s/n (B)(6). The asm pm task completed without any observed errors or malfunctions, successfully passed the occlusion tasks. An associated extension set complaint (B)(4) was opened to examine the pinch clamp. The event date was reported as 24 march 2025; time was not reported. Review of the pcu and pump modules error logs showed no errors were recorded on the reported event date. The pcu event log showed the device in use on 24 march 2025 attached to the returned pump module s/n (B)(6) as channel a and pump module s/n (B)(6) as channel b. The auto-restart mode setting for detection of a patient-side occlusion before it alarms ¿occlusion¿ was set to five (5) for the pump module s/n (B)(6) and pump module s/n (B)(6). On (B)(6) 2025 at 9:14 am the pump module s/n (B)(6) was programmed a guardrail IV fluid infusion (drug ID 1 ivf maintenance), with a rate of 25 ml/h, volume to be infused (vtbi) of 250 ml and expected duration of 10 hours. The infusion started with a primary volume infused (pvi) of 0 ml. The pump module s/n (B)(6) was programmed a guardrail drug infusion (drug ID 236 immune glob ivig), with a rate of 46 ml/h, volume to be infused (vtbi) of 180 ml, concentration of 0.4 gram/ml, dose of 1.047 gram/kg and expected duration of 3 hours 55 minutes. The infusion started with a primary volume infused (pvi) of 0 ml. At 11:31 am the pump module s/n (B)(6) alarmed for occluded patient side and the user restarted the infusion. At 1:24 pm the pump modules was channeled off with a total volume infused of 104.303 ml for the pump module s/n (B)(6) and 978.529 ml for the pump module s/n (B)(6). The bd alaristm system with guardrailstm suite mx user manual v12.1.2 states that part of the system¿s downstream occlusion detection system designed to minimize nuisance, patient-side occlusion alarms. Allows system to automatically continue an infusion following detection of a patient-side occlusion if downstream pressure falls to an acceptable level within a 15-second checking line period. If this feature is enabled, checking line function occurs when downstream pressure exceeds pressure limit. If downstream pressure decreases to a predetermined level (below 50% pressure limit) during 15-second checking line period, infusion automatically continues. If condition is not cleared within 15 seconds, a partial occlusion. Patient side alarm occurs. Using the guardrailstm editor software, the system can be configured to allow 0 (zero) to 9 restart attempts within a rolling 10-minute period. If allowable number of restarts is exceeded or if feature is set to zero, an occluded - patient side alarm occurs when system detects downstream pressure that exceeds pressure limit. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to service: devices were disassembled for this investigation, please ensure proper testing is performed. Dchu is not responsible for any cost associated with incidental findings. Root cause: the root cause of the report that the device had failed to alarm for occlusion was due to a malfunction in the pinch clamp of the extension set. The pump modules were fully evaluated, and no anomalies were found during laboratory testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that the device had failed to alarm for occlusion. It was reported that the roller clamp on the primary set was said to be engaged. It was further reported that the flow rate was higher than 30mls/hour and the pressure setting was set at 525 .this was reported to bd representatives during their site visit. There was no information on patient involvement.